Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 90% stenosed, proximal left anterior descending coronary artery. A 3.50 x 8 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was advanced with resistance felt to the lesion. Three unsuccessful attempts were made to inflate the balloon. The bdc was replaced with an unspecified bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.